Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced broken lid/ cap. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: before sending vacutainers to account when checked four packs where damaged .

Manufacturer narrative:
Investigation summary : bd had not received samples, but 1 photo was provided by the facility for investigation. The photo was evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, collapsed tubes were not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced broken lid/ cap. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: before sending vacutainers to account when checked four packs where damaged .